Event description:
An ophthalmologist reported that a female pt experienced a right eye corneal abscess/ulcer associated with use of aquify multipurpose contact lens solution & wear of "ophthalmic 55" (mfg unk) contact lens. Ulcer was located inferior para-central cornea. Initial treatment (unspecified) was provided by hosp based physician, then followed by reporting ecp. Mild pain, no anterior chamber response, and a negative culture for the lens, case, and opened solution (although there was no report of a corneal culture). Event resolved with no reduction in visual acuity & no scar. Pre-event acuity reported as 10/10, post-event 10/10, right eye. Request has been made for return of lens care solution for further investigation. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a non-infectious corneal ulcer, located central cornea." No prod was returned for investigation. A mfg investigation of the reported lot number is underway. If any abnormality is found, a f/u report will be provided.